Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
Evolve lv xlv study. It was reported that a subject death occurred. (B)(6) 2021, revealed subject qualifying condition was myocardial infarction and stable angina (ccs classification: 2). Hence, the subject was referred to cardiac catheterization. The same day the index procedure was performed. Target lesion 1 was located in left main coronary artery with 95% stenosis and was 25 mm long with a reference vessel diameter of 4 mm. Target lesion 1 was treated with pre dilation and placement of 3.50 mm x 32 mm study stent. Following post dilation, residual stenosis was noted to be 0% with timi flow 3. Additionally a non-target lesion was also treated. Non-target lesion 1 was located in proximal left circumflex artery (lcx) and was treated with placement of 3.00 mm x 38 mm synergy stent. On (B)(6) 2021, subject was discharged on dual antiplatelet therapy. On (B)(6) 2022, 251 days post index procedure, subject expired due to unknown cause of death.

Event description:
Evolve lv xlv study. It was reported that a subject death occurred. 07july2022, revealed subject qualifying condition was myocardial infarction and stable angina (ccs classification: 2). Hence, the subject was referred to cardiac catheterization. The same day the index procedure was performed. Target lesion 1 was located in left main coronary artery with 95% stenosis and was 25 mm long with a reference vessel diameter of 4 mm. Target lesion 1 was treated with pre dilation and placement of 3.50 mm x 32 mm study stent. Following post dilation, residual stenosis was noted to be 0% with timi flow 3. Additionally a non-target lesion was also treated. Non-target lesion 1 was located in proximal left circumflex artery (lcx) and was treated with placement of 3.00 mm x 38 mm synergy stent. On 09july2021, subject was discharged on dual antiplatelet therapy. On (B)(6) 2022, 251 days post index procedure, subject expired due to unknown cause of death. It was further reported that the subject expired due to failure to thrive as consequence of dysphagia and cerebrovascular disease.

Manufacturer narrative:
A1: patient identifier (B)(6). B5: updated describe event or problem.